Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-07130. It was reported the patient was not receiving effective stimulation due to lead migration. The patient underwent surgical intervention where the physician decided to replace one of the leads with a new one restoring therapy. It is unknown which lead was replaced therefor we are reporting both leads.